Event description:
The manufacturer received information alleging a ventilator's internal battery was defective. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and error codes related to the charging of the internal battery were observed. The device's power management board and system board were replaced to address the issues.